Manufacturer narrative:
Wheels.

Event description:
It was reported by service report that there was reduced braking force due to the casters coming apart on the wheels. No pt involvement or adverse consequences were reported.